Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a no delivery alarm. Blood glucose level at the time of the incident was not provided. Customer also reported that the insulin pump's display was scratched and the battery compartment was cracked. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.